Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The spring on the spacer block and fb articulating surface were damaged and retrieved. Update rec'd (B)(6) 2015 - original der stated spring was damaged and therefore the product was not reported; however, after review of the der, analyst has determined that because the der states the product was retrieved which suggests that the balseak had disassociated and therefore the product should be coded as "broken." The MDR decision is now being changed from a no to a yes to reflect the fact that the spring may have come off and therefore is a reportable malfunction.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. (B)(4) recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.